Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be conclusively determined; however, the instruction manual warns users ¿damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.¿

Event description:
Olympus was informed therapeutic turbt procedure, the loop cracked/sparked during a case causing damage to end of scope and the resectoscope to melt. The electrode broke while the doctor was resecting the tumor and the user facility believes that the electrode may have touched something metal, as the end of the cystoscope melted. No portion of the electrode fell into the patient, but it blew the end of the resectoscope off. The resectoscope fragment was retrieved with graspers. No bleeding reported due to the incident. No alarms or errors displayed on the generator. The generator settings were 100cut/ 85coag. They used a new loop and instrumentation to complete the procedure. The procedure was prolonged by about 10 minutes. No longer stay or additional procedures needed. There was no patient injury reported. Additionally, the electrode and cord was inspected before use with no anomalies found. This is 2 of 2 reports.